Event description:
Reporter alleged the test strip vial drum label is faded that is used with the blood glucose monitoring device system. Reporter stated when requesting a diary from the manufacturer's customer service center, the label was stated as being faded at that time. No other information was provided on the alleged report. A request was made for the return of the suspect device and replacement product was sent.